Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicated that no additional occlusion alarms occurred and the customer's blood glucose level was within target range (120 mg/dl). The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted (280 mg/dl).